Manufacturer narrative:
Report number 2124215-2021-17293 refers to the second revision surgery. Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient stated that the reservoir of his inflatable penile prosthesis (ipp) had migrated twice since surgery and he had to return to surgery both times to have it repositioned. According to the physician, the patient was waking very hard and bucking after anesthesia and felt that the reservoir migrated at that time.